Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # a98v1u. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device found no apparent external damage; the tyvek was returned with the instrument. During functional testing the device was fired, but the clips failed to advance into the jaw. The tip of the advancer was observed to be bent. On disassembly the advancer deformation was confirmed, and nine (9) clips were found lodged inside the clip track. These findings indicate a mechanical deformation of the advancer preventing clip advancement. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98v1u number, and no non-conformances were identified. Additional information was requested and the following was obtained: all staples were brought out using fenestrated forceps without injury or complication. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? On that day, the clamp was defective. When activated, the clips came out of the already closed clip. Some fell into the patient's abdominal cavity and one was stuck in the clamp. By removing the clamp from the trocar, the problem could be identified. The staples could all be exteriorized with the help of a windowed clip without damage or complication. The consequences for the patient are a lengthening of the operating time related to the various manipulations, the time of understanding of the problem by the team and the operator, the recovery of some clips. There has been no change in the postoperative management. The team used a new clamp on which the problem did not recur. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, once inserted into the trocar, the device do not release the clip which remains jammed at the top of the applicator. No patient consequence's were reported.